Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was first observed by the bench service engineer (bse) at the bench repair center. The resistance of the alternating current (ac) power cable was found to exceed the permitted limits of the electrical safety test. The bse determined that the ac power cable needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
The issue was first observed by the bench service engineer (bse) at the bench repair center. The resistance of the alternating current (ac) power cable was found to exceed the permitted limits of the electrical safety test. The bse determined that the ac power cable needed to be replaced. The bse replaced the ac power cable at the bench repair center to resolve the electrical safety issue. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed. It will be returned to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.